Event description:
The facility reported an automix 3+3 compounder which had a control module 'start' button that would not work. This condition occurred during programming in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the device and performed visual inspection and functional testing. The customer reported problem was confirmed during evaluation. The stop/mute key was found to be not responding. This condition was caused by corrosion on the keypad flex cable. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This issue was investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.